Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had several reprogramming sessions done to help with left foot pain. The rep stated that the lead provided right sided coverage with very little relief of left foot pain. They reported that the patient used high frequency and would charge daily, but they had trouble connecting with the battery, so it would take several hours to charge. The rep state that the patient did not feel they were getting adequate pain relief and they wanted to see about a lead revision and a battery replacement or removal. The rep noted the patient had great pain relief with the trial. The rep stated that impedances were within normal limits. They stated that a lead revision and battery replacement was scheduled for (B)(6) 2018. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 97714, sn (B)(4). Found the ins was functionally okay; insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. The same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-30. The rep indicated that the lead is inactive but remains in the patient¿s body. The physician did not feel the need to explant it at this time. The rep confirmed this response with the healthcare professional (hcp). This is all of the information that this rep has on the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A device was received for analysis. No new information was provided with the returned product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.